Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: a review of the black box showed one loss of prime event associated with a cartridge change. The force sensor calibration test verified the sensor was operating within specifications. The loss of prime issue could not be duplicated during investigation. The pump cover was removed to find no defects to the force sensor pins and connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.